Event description:
It was reported that the patient experienced cardiac arrest and syncope. The right ventricular (rv) lead exhibited increasing thresholds to high levels, oversensing and noise due to a possible fracture. It was also noted that the lead originally had low sensing of r-waves in unipolar configuration and impedance was unstable. Reprogramming was initially performed and a temporary pacing lead was inserted. The lead was later capped and replaced. No further patient complications have been reported as a result of this event.